Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4)..

Event description:
A registered nurse reported that on 08/15/2015, a patient in the intensive care unit had a fms removed late last week, with the retention balloon that had 120cc of fluid in it. It was determined that the device should be removed because the patient had no diarrhea output into the collection bag. It was noted the rn noticed that there was no stool draining from rectal tube. It was further reported "when the nurse removed the first 45cc of fluid from the balloon she realized there was more fluid in the balloon, so the nurse removed the remainder of the fluid, which totaled to 120cc's." They went on to report "when the rn went to discontinue the device, they removed approximately 100mls from the retention balloon. At that very moment, the patient coughed and the tube was expelled from the rectum showing still more fluid in the balloon. Approximately 45mls were left in the tube. The fluid was removed and the device was replaced and instilled with 45mls of fluid." On (B)(6) 2015, the rn noticed leakage around the rectal tube of approximately 200mls stool mixed with frank red blood. A gastrointestinal consult was obtained and the rectal tube was removed. During the colonoscopy procedure, the scope was advanced to the cecum and showed a "pinch of blood" at the ileocecal valve. The report's conclusion was pan-diverticulosis, no active bleeding, no polyps, or inflammatory changes. The egd evaluation was unremarkable. The rn reported that the bleeding spontaneously resolved and there were no other episodes of rectal bleeding after the initial episode on (B)(6) 2015. It was further reported "that it is unknown exactly how long tube was in place, but it was less than 29 days." The patient was subsequently transferred to a long term facility.